Event description:
The facility reported an infusion pump with a failure code 812:02 during biomed testing, the facility rep stated that no pt injury was involved with this pump since the last baxter service event.